Event description:
Per the clinic, the patient reported distortion and sudden decreased in hearing performance. The patient also experienced static and lack of understanding, with fluctuations in the non-implant area. Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.